Manufacturer narrative:
The manufacturing site is unknown. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device catalog#: unknown. Medical device lot#: unknown . D4. Medical device expiration date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using an unknown bd vacutainer® citrate blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "several 2,8ml citrate tubes the vacuum are not filling till the mark."

Event description:
It was reported that while using an unknown bd vacutainer® citrate blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "several 2,8ml citrate tubes the vacuum are not filling till the mark."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.